Event description:
Information received a smith medical tracheostomy/pvc - portex tubes blue line ultra (blu) cuff was found to be torn. This was discovered at end of therapy. No patient adverse events reported.

Manufacturer narrative:
Returned device was received in used physical condition without its original packaging. The returned samples were visually inspected at 12" to 16" and normal conditions of illumination and no discrepancies were found in the returned sample. The cuff of the returned samples was inflated using a syringe and the product and immerse in the water in order to detect any leakage. A "burble" came out of the cuff of the returned samples by customer. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.